Event description:
It was reported to resmed that an astral device displayed an error message related to battery communication. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be reproduced. Resmed reference#: (B)(4).